Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted the adverse event which occurred on (B)(6) 2008. (B)(4) submitted the adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision of mesh on (B)(6) 2008 due to recurrent incontinence. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to erosion. No additional information was provided.